Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/+5; cat# 6570-0-236 ; lot# 58264301. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Sales rep reported, appears patient was taken back to surgery for a washout, possible infection. Nothing loose or broken at explant.